Event description:
It was reported that during a breast biopsy procedure, as the physician was attempting to advance the plunger, the tip buckled and they were unable to deploy the marker. They changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
Date sent: 02/26/2009. Damaged introducer tube. Evaluation summary: the analysis results of the mam3008 found that the device was received with the tip of introducer tube damaged and with the collagen plug present. However, the instrument was fired and it deployed the collagen plug as intended; no anomalies were noted. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.